Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced an apparent continuous glucose monitor inaccuracy when the continuous glucose monitor (cgm) displayed a low value of 40 mg/dl, while the fingerstick reading is at 110 mg/dl the patient treated for hypoglycemia with carbohydrates, and a contemporaneous fingerstick measured a normal glucose level; glucose then increased afterward, and the patient replaced the sensor and continued ilet therapy. No adverse clinical symptoms associated with perceived low glucose prompting treatment reported. Outcomes included transient hyperglycemia following carbohydrate treatment. Investigation included troubleshooting and education with the patient. Investigation of this case revealed inconsistent cgm readings relative to capillary measurement, with resolution after sensor replacement and continued closed-loop use. It was concluded, based on previously established findings for similar reports, that the cause was user response to an inaccurate cgm value, with sensor performance variability contributing.